Event description:
The customer obtained a non-reproducible lower than expected vitros glu result (50.3 mg/dl) from a single patient sample processed on the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected vitros glu result was initially reported out of the laboratory. However, the result was questioned and a corrected report (202.3 mg/dl) was issued upon repeat analysis. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros glu result was obtained from a single patient sample processed on the vitros 5,1 fs chemistry system. An ocd field engineer made adjustments to the analyzer, however these service actions are most likely unrelated to the cause of the event. The investigation was unable to determine a definitive root cause. However, an instrument related event or improper sample processing could not be ruled out as contributing factors. The root cause of this event is unknown.